Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range pacing impedance of greater than 2000 ohms in the right ventricle (rv). The rv impedance was consistently greater than 2000 ohms with only a slight increase in pacing threshold. It was noted noise was observed in the unipolar configuration, but not in the bipolar configuration. Technical services discussed possible causes for the issue and provided troubleshooting options. Since the patient did not require pacing in the rv, the decision was made to program off the lss, and leave the rv lead programmed to a bipolar configuration. The physician will continue to monitor the patient and lead. At this time, this rv lead remains in service and there were no adverse patient effects reported.